Event description:
It was reported that this patient was received in the hospital with a cerebral infarction, due to causes not related to the pacemaker system. X-rays and electrocardiogram analysis were performed, and apparently it was found that this right ventricular (rv) lead was dislodged into the left ventricle. Reportedly, this patient suffers from patent foramen ovale and it was considered that this contributed to the dislodgement. The patient refused to have a reposition procedure and was sent at another hospital for further evaluations. Further information was received indicating this rv lead seemed to be working fine and a replacement will be considered in the future. No adverse patient effects were reported.

Event description:
It was reported that this patient was received in the hospital with a cerebral infarction, due to causes not related to the pacemaker system. X-rays and electrocardiogram analysis were performed, and apparently it was found that this right ventricular (rv) lead was dislodged into the left ventricle. Reportedly, this patient suffers from patent foramen ovale and it was considered that this contributed to the dislodgement. The patient refused to have a reposition procedure and was sent at another hospital for further evaluations. Further information was received indicating this rv lead seemed to be working fine and a replacement will be considered in the future. No adverse patient effects were reported.